Manufacturer narrative:
Event date is approximate. Year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's and movement disorders. It was reported the patient fell a couple times the week prior and hit her head. The patient had not seen her healthcare professional (hcp) to make sure her system was okay since the fall. The patient said her left leg started shaking last week and confirmed this was a return of her target symptoms. The patient stated that the shaking started and stopped but she was shaking at the time of the call. The patient indicated the ins was on/okay and her settings were 3.70v on the left side and 3.80v on the right side. The patient wanted both sides to be 3.70v and adjusted during the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating after the patient fell the tremors on the left side began. The patient was told to go to the emergency room. The shaking symptoms were still happening at the time of the report and the patient reported they lost 12 pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s fall was due to their advanced parkinson¿s disease. They also noted that it was unclear what the cause of the patient¿s return of shaking symptoms. As far as the hcp knew, the ins device did not malfunction. As an action to resolve the issue, the hcp was changing the patient¿s medications. There were no further complications reported or anticipated.